Event description:
The facility representative contacted a (B)(4) technical service representative to report a colleague infusion pump with failure code 550:320:625; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during service evaluation. However, the assignable cause was not identified. The user interface module software version is 5.07.00. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.